Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-60 mg/dl. Bg cause was not known. Customer consumed glucose tablets to address bg. Customer required assistance from emergency medical team (emt) who delivered intravenous fluids of glucose. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
Device evaluation results: the investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported issue. The information will be used for tracking and trending purposes.